Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4. Catalog should be unk_c3 cs refstar ¿ deflectable note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool smarttouch sf catheter and a decanav catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. Roughly two hours post avnrt procedure, the patients pressure dropped while in post-anesthesia care unit. Tamponade and a pericardial effusion were diagnosed via stat echocardiogram. Pericardiocentesis was performed by the physician. The patient was stable and was transferred to intensive care unit for observation. The patient required extended hospitalization because the physician wanted to monitor them overnight. The patient has since fully recovered (no residual effects). There were multiple catheter exchanges. Terumo sheath exchanged for vizigo sheath. There were five ablations performed in the pulmonary veins. In the physician¿s opinion, the event was due to the decanav catheter perforating the right atrial appendage, but it was not verified. The patient had abnormal anatomy and struggled to position all catheters withing the right atrium.